Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during device preparation and prior to use, the protective sheath was being removed when it was noted that the stent implant of the 3.0 x 38 mm xience xpedition stent delivery system had dislodged within the sheath. There was no resistance noted during removal and there was no difficulty in removing the sheath. The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.